Event description:
During reprocessing of a scope the tech discovered that the cleaning brush tip was missing. She also found a hole in the endoscope as it failed the leak test. The brush tip was retrieved and saved with the packaging.